Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported that the initial reported is dr (B)(6). The information was stated in error. The correct initial reporter is mentioned in the additional report-2.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lead was explanted and replaced with a new lead on (B)(6) 2019 due to inadequate coverage. Reportedly, therapy was resumed and issue resolved.